Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device broke during a procedure. The screw driver broke intraoperatively and was difficult to recover because it was wedged in the screw head. The surgeon alerted the distributor during the procedure. It was reported no patient injury was alleged. It is unknown if revision or medical intervention will be required.